Event description:
It was reported that a patient underwent an episiotomy repair procedure on an unknown date and suture was used. The patient returned to the physician between five and fourteen days after the procedure with wound break down. The wound was swabbed and cultured with normal results. Approximately one week later, an infection developed in the area of the open wound. The patient returned for treatment and antibiotics weeks after delivery. The wound was left to granulate. It has taken six to twelve weeks for the wound to heal fully.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - wound dehiscence occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The international affiliate reports the following possible product codes: product code w9932, product code w9962.